Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0 model: sc-2316-50e. Serial: (B)(6). Batch: 7291040. UDI: (B)(4).

Event description:
It was reported that the patient underwent lead pull.

Manufacturer narrative:
The reported event involving a successful trial completion cannot cause a serious injury or a serious deterioration in the state of health of the patient, user or other person, and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent lead pull.